Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was unable to be provided.visual/microscopic inspection: as the device remained implanted, an inspection could not be performed.functional/performance evaluation: as the device remained implanted, an evaluation could not be performed.medical records review: as medical records were unable to be provided, a review could not be performed.image/photo review: no images or photos have been made available to the manufacturer.conclusion:the investigation is inconclusive for filter tilt with the tip embedded in the ivc wall. Based upon the available information, the definitive root cause is unknown.labeling review:snf: the current IFU (instructions for use) states: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens.rnf: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. G2/g2 express/g2x/eclipse/meridian/denali: the current IFU (instructions for use) states: warnings/ potential complications: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition.

Event description:
The filter remains implanted. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post filter deployment, the tilted filter&#38112;apex is embedded in the ivc wall. It is unknown at this time if an attempt to retrieve the filter was made. The patient status at this time is unknown.